Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder leaked blood. The following information was provided by the initial reporter: "blood leaked when removed the tube from the holder."

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder leaked blood. The following information was provided by the initial reporter: "blood leaked when removed the tube from the holder."

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Evaluation of the customer samples was performed and leakage was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.